Manufacturer narrative:
Date of event: this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as suggested. A manufacturer representative met with the patient and confirmed that it would not communicate with external devices. As a result, surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.